Event description:
Customer reported that there were no visible drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact on the customer¿s blood glucose level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.